Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with bent needle and dried white foreign material mostly covering the port inner diameter and on the needle. Orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at the cutting edge and other location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The complaint evaluation confirms the probe had a cut failure. The root cause for the poor cutting is the observed gouge marks. The evaluation indicates the probe had a bent needle and bent inner cutter. The root cause for the bent needle and bent inner cutter is due to the excessive surgical use of the probe. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu), the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. No action has been taken by the manufacturing site as it appears that the observed cut failure, bent needle and bent inner cutter was due to excessive use of the probe by the user. Per the directions for use (dfu), the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the vitrectomy probe was not working properly and stopped cutting during surgery. The type of procedure was unknown. It was unknown if the procedure was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.